Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations and spinal pain. The patient stated she had not been using her ins because ¿whatever is in my back came loose.¿ the patient stated she was scheduled to have it moved on (B)(6) 2016, but they decided to let it be instead. The patient stated if it was loose they could reprogram it to just her legs. The patient reported it didn¿t work for her back. The patient was to follow up with her healthcare professional. Follow up was conducted. Additional information was received from the patient indicating that because the device was loose in her back, she could not get a full charge. The patient stated that they wanted to reprogram it to help resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.